Manufacturer narrative:
Device technical analysis: the returned ipg was analyzed and the device was undetectable to the remote control and the clinician programmer. It could not be charged. The device was cut open, and the battery measured 1.79 volts. The battery was replaced by an external power source for investigation. The device exhibited excessive sleep current leakage 6.995 ma, a hot spot on the u2 asic application specific integrated circuit 28.9c. Vh high voltage impedance was normal. The patients database could not be obtained due to the asic damage using an external power source. Investigation conclusion: the investigation concluded that the reported event of frequent ipg charging and ipg not able to connect with the remote control and clinician programmer was confirmed through device analysis. The device exhibited symptoms that are the typical characteristics of high voltage transient damage. It was confirmed that the physician used electrocautery when the 2nd lead was implanted, therefore, the most probable root cause is traced to unintended use error caused or contributed to event. Per the physicians implant manual, electrocautery can transfer destructive current into the dbs leads and, or stimulator.

Event description:
It was reported that patient experienced rapid battery depletion of their ipg after the second lead was implanted. Patient indicated they had to perform charging every day, and the charge level of the ipg never reached a full charge. It was reported the physician used electrocautery during the implant procedure of the second lead. Data base analysis revealed prior to the second lead implant procedure, patient charging sessions occurred once every 4 days, with average charge time being around 15 minutes. End of charge was successfully achieved, fully charging the ipg battery for each charging session. After the implant of the second lead, frequency and length of charging sessions significantly changed. Charging sessions were performed every day over a two week period, with 4-5 hours of charging being performed in a single day to avoid hibernation mode and loss of stimulation. End of charge was not always successfully achieved with 4-5 hours of charging. The ipg battery has been compromised and is in a state of rapid voltage loss after the second lead implant procedure. The battery discharge graph is significantly abnormal showing the ipg battery rapidly depleted on the day of the second lead implant procedure and is unable to hold a charge despite hours of charging per day. The patient underwent a revision procedure to replace the ipg. The patient was noted to be doing well following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced rapid battery depletion of their ipg after the second lead was implanted. Patient indicated they had to perform charging every day, and the charge level of the ipg never reached a full charge. It was reported the physician used electrocautery during the implant procedure of the second lead. Data base analysis revealed prior to the second lead implant procedure, patient charging sessions occurred once every 4 days, with average charge time being around 15 minutes. End of charge was successfully achieved, fully charging the ipgs battery for each charging session. After the implant of the second lead, frequency and length of charging sessions significantly changed. Charging sessions were performed every day over a two week period, with 4-5 hours of charging being performed in a single day to avoid hibernation mode and loss of stimulation. End of charge was not always successfully achieved with 4-5 hours of charging. The ipg battery has been compromised and is in a state of rapid voltage loss after the second lead implant procedure. The battery discharge graph is significantly abnormal showing the ipg battery rapidly depleted on the day of the second lead implant procedure and is unable to hold a charge despite hours of charging per day. The patient underwent a revision procedure to replace the ipg. The patient was noted to be doing well following the procedure.